Event description:
Reportable based on analysis completed on 05-nov-2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The totally occluded, 32x2.75mm target lesion containing a lesion bend of >=90 degree was located in the severely tortuous and a severely calcified left circumflex (lcx). A 2.25x16mm promus element ¿ drug-eluting stent was advanced to treat the target lesion but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was bunched, deformed & distorted. This type of damage is consistent with resistance being encountered while attempting to withdraw the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).